Event description:
The patient was getting his day 2 of 3 of 24 hr doxorubicin (chemotherapy drug) and towards the 21st hr of infusion, the patient's mother rang call bell when she noticed the patient began crying as a result of his IV tubing being pulled. Port site appeared red and needle appeared to be dislodged. Small amount of the drug was leaking around the port. Infusion was immediately stopped, port aspirate - 1 cc of clear fluid pulled back; dressing/port needle was removed. Site cleaned w/ soap and water. No redness or swelling noted at site. Per policy - ice pack provided and informed patient's mom to apply to site for at least 15 minutes - after a few minutes - patient's mom stated that patient did not like it and it was not to continue. Pharmacy consulted and suggested topical application of dimethyl sulfoxide (dmso). Physician was called and notified. He agreed with pharmacy recommendation, and stated that it was ok to not resume chemotherapy infusion. Dmso was applied and the patient was re-accessed. Port w/ great blood return & site covers w/ extra dressing and line clip provided.device #1is this a laboratory device or laboratory test?no.